Event description:
The pt was implanted with an obtape transobturator sling, subsequently, according to the pt's attorney, the pt experienced severe and permanent injuries. No other information is available.